Event description:
Our affiliate reports that during a procedure, an electrode failed to work out of the box, and on another electrode a portion of its distal tip broke off into the joint space. The fragment was retrieved from the body and the procedure was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for eval. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. All the pieces were retrieved from the pt and there were no pt consequences. However, if this was to recur and the broken fragment not retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause other than the above hypothesis, a follow-up report will be filed.